Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4) was unable to reach the target temperature during re-warming the patient" was not confirmed during the initial functional test and event log review. No device malfunction was found, and the thermogard console functioned as intended. The reported complaint was confirmed during the review of the patient data. During the rewarming phase of the ivtm therapy, the patient temperature remained between 33°c - 34°c for about 5 hours, and it did not reach the target temperature of 37°c. The likely root cause was the patient undergoing a continuous renal replacement therapy (crrt) during the re-warming phase of the ivtm treatment. The crrt procedure (a.k.a. Dialysis) has a temperature feature, and when it is on, the dialysis temperature control can override the thermogard temperature control since more blood volume goes through the dialysis machine; this resulted in hypothermia and insufficient warming of the patient. As reported by the customer, several hours after the crrt procedure was stopped, the patient's esophageal temperature reached to the target temperature of 37°c. Unrelated to the reported complaint, further review of the patient data revealed that during the cooling phase on the ivtm therapy, the patient's temperature dropped dramatically several times (once dropped to 13°c). The probable root cause was the temperature probe cable was disconnected from the patient temperature probe. Nevertheless, the patient temperature reached the target temperature of 33°c, the coolant temperature was maintained, and the console performed within specification with no alarms or error messages. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. The thermogard ivtm system passed all functional tests, including the system slew rate test. The thermogard system performed within the specification without any fault or error.

Event description:
Thermogard console (sn: (B)(4) and an icy catheter were used for ivtm therapy on a patient with ventricular fibrillation (vf) collapse. A few minutes after the cooling phase completed, rewarming the patient was initiated using the same catheter. The dwell time of the catheter was approximately 53 hours when the rewarming phase started. Prior to the initiation of rewarming, the patient's esophageal temperature was measured at 33°c. The target temperature was set at 37°c, and the console was set to a controlled rate of 0.25°c/hour for rewarming. The patient's temperature did not increase for about 6 hours. There were no kinks, bends, or occlusions in the suk and/or the catheter. There were no alarms or error messages displayed on the console; nevertheless, the customer switch to another thermogard console and replaced the temperature probe and the cable to continue the treatment. Ivtm therapy was completed successfully. No consequences or impact to the patient.